Event description:
It was reported that when using the bd pyxis¿ es server, all scheduled reports were not printing and were remaining stuck in a delivering or failed status instead of showing success. Over the past seven days, there had been 803 print jobs, with six print-related issues occurring in the previous two days. Additionally, four jobs were stuck in the delivering status. This issue impacted pharmacy operations because scheduled reports were required for controlled substance log recordkeeping, as well as for reports used to identify which medications needed to be loaded into pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.